Manufacturer narrative:
The field service engineer (fse) followed up with the site via telephone and customer explained to the fse that after she made up a new wash, the error had occurred. The fse advised customer to make up a new wash and re-run the samples and the error went away. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from installation date of 03feb2020 through aware date 03mar2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [wu] rs232c output (flag). Bf separation did not take place correctly. Print and display (rate value). Print and display (concentration value). The most probable cause of the reported event is unknown. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error wu washing incomplete. The site cleaned the bf wash probes and replaced the tips and build-up was noticed on top of the bf wash probe. A field service engineer was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.